Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, lumbar radiculopathy, and non malignant pain. It was reported that the patient developed mrsa when they had the first implant put in. No further complications reported and/or anticipated at this time.